Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 06-oct-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that prior to the start of an endovascular embolization procedure, the physician opened the device packaging for the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / (B)(6)) and removed the device from the dispenser hoop. It was noted that the stent component was released automatically; the stent was detached from the delivery wire. It was not used for the procedure in the patient; the physician used a new stent for the procedure and completed it. There was no negative patient impact. On 19-aug-2025, additional information was received. Per the information, aside from the reported premature detachment of the stent, there was a pusher tip break. The replacement stent was another 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612). The reported issue did not result in any clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9246446. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 16mm enterprise 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. As described in the event description, the stent component was detached from the delivery system. The stent was severely damaged and collapsed. The delivery wire was inspected, and it was found fractured with missing distal and positioning coils. The stent was inspected under the microscope. Several struts were broken. Dried saline residues were found along the entire length of the stent. The issue reported regarding the stent being prematurely detached is confirmed. The damage on the delivery wire tip and stent suggests that excessive force may have been inadvertently applied while removing the stent from the dispenser hoop. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9246446. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the manufacturing process, there is a 100% in-process inspection that requires visual verification of the strut integrity of the stent and verification that the stent can move in the introducer. There is also a 100% inspection performed by quality after manufacturing. The 100% quality inspection consists of verification of marker band position on the stent and visual inspection for strut integrity of the stent. Reviews of the device history records (dhrs) for the impacted device verify these inspections were performed. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendation: ¿ confirm that the delivery wire is not kinked and that the introducer tip is not damaged. Do not continue if either defect is observed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.